Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and pulled back. It was also reported that the right ventricular (rv) lead pulled back. The right ventricular (rv) lead was scheduled to be repositioned and remains in use. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.